Manufacturer narrative:
This medical device report (MDR) is being submitted outside the standard 30-day reporting timeframe due to corrective actions taken following a nonconformity identified during an mdsap audit /inspection.

Event description:
This adverse event occurred outside of the u.s. However, as there is a similarly marketed device in the u.s., an MDR is being filed. Complaint received through clinical data collection. An osseoguard flex membrane was utilized during a procedure on (B)(6) 2014. Reason for visit indicated assessment of bone graft outcome for periodontal cases. Adverse event observed "wound dehiscence". Autograft bone graft material was used. Primary closure was not achieved. No medical intervention was required. No other products were used, no complications occurred during implantation and no other co concomitant medical treatment was performed. Bone defect regeneration was successful. No further patient outcome was provided. Additional information has been requested but no further information will provided.